Event description:
One pt with discrepant troponin t results. Initial result 0.06 ng/ml, repeat <0.01 ng/ml. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.